Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.7 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an irritation at the pod¿s infusion site (abdomen) while wearing the pod. The infusion site was reported to be red and hard. The patient reportedly had to seek for antibiotics from their doctor; no further information was provided. Additional information is being solicited, a supplemental report will be submitted if received.